Event description:
Caller reported a malfunction, with malfunction code malf 1, and no notable events occurred prior to the issue. There was no adverse impact on the caller's blood glucose level. The customer reverted to an alternate method of insulin therapy.